Event description:
It was reported that a user applied a new freestyle libre 3+ sensor intended for use with the ilet bionic pancreas app, but pairing repeatedly failed and the app indicated the sensor was already in use; the user subsequently started a replacement sensor and confirmed warmup, which aligns with an intermittent communication failure involving the device¿s electrical and magnetic subsystem and antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm sensor and the ilet app consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.